Event description:
During an in clinic follow up, the longevity remaining on the device was less than anticipated. Technical support was contacted and noted a diagnostic anomaly had occurred and the remaining calculated longevity after reinterrogation was the normal and expected value. Technical support did not recommend a device exchange. The physician elected for an elective device replacement. The device was explanted and replaced electively, the patient was stable.